Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought the hospital in an unconscious state. The pulse generator was found to be operating in backup vvi mode. A loss of capture was observed via electrocardiogram. Battery depletion was determined. No intervention occurred at request of the patient's family.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the pulse generator could not be interrogated.

Event description:
Additional information noted the device was explanted on an unknown date. No patient symptoms or additional information was reported.